Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant sizing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 600cc mentor memorygel breast implant experienced a rupture pre-operatively. No adverse event or patient consequence was reported. However, patient underwent a surgical intervention to remove the right side implant because the size no longer matched the left side implant that was made available after the rupture was identified.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 21, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 600cc breast implant had a tear in the anterior view of 1.5 cm in length. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the tear in the implant. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).